Event description:
It was reported that a customer experienced low blood glucose and had to call paramedics for assistance on (B)(6) 2014. The customer's blood glucose level at the time of the call was 109 mg/dl. The customer was treated for the low blood glucose with a glucagon. The customer was informed that there could be many reasons for low blood glucose, the customer was assisted with trouble shooting and was assisted with performing a displacement test which the pump passed. The insulin pump works as designed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.